Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0056664r, implanted: (B)(6) 2001, explanted: (B)(6) 2011, product type: catheter. Product ID: 8709, lot# j0056664r, implanted: (B)(6) 2001, explanted: (B)(6) 2011, product type: catheter. (B)(6).

Event description:
A consumer reported that they had issues with the pump for the last 4 years it was implanted before it was replaced. It was noted that the patient's pump was on a recall list. When they took the pump out, the catheter was broken into 10-15 pieces. It was stated that "it had grown all together". "Bone" had grown all around the catheter. It was also noted that 2 needles were still left in the patient. They couldn't be pulled out of the spine because "the bone had grown around them." The pump was infusing morphine (unknown) but had been switched to dilaudid. The patient's medical history included non-malignant pain and failed back surgery syndrome. Additional information has been requested that was not available at the time of this report. A follow-up report will be submitted if more information becomes available.